Manufacturer narrative:
Section a4: patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller exchange on (B)(6) 2025 due to unresolved low voltage alarms. The patient was noted to have been 60 miles away from home when they began to experience low voltage alarms that were not resolved despite good connections to battery power supply, changing battery power, changing battery clips, and performing self tests. The patient was advised to go to the nearest emergency department where a system controller exchange was performed with no issues. The patient was stable after the exchange. Log files were submitted for review from the patients exchanged system controller and revealed no unusual events in the log file event history prior to the system controller exchange. Additional log files were submitted for review on the patients new system controller on (B)(6) 2025, and they did not reveal any unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm was unable to be confirmed. Review of the log files, extracted from (B)(6), contained relevant data from (B)(6) 2025. All of the captured data appeared to show the system operating as intended. No low voltage alarms were captured in the log files. The returned heartmate 3 system controller (serial number (B)(6) underwent functional testing and passed without issue. The controller was connected to the returned associated 14 volt (v) battery clips (lot number 8461277), test 14v batteries, and a mock circulatory loop. The controller operated the system as intended and no atypical alarms were produced. No low voltage alarms were reproduced throughout testing. Provided information stated that the low voltage alarm did not resolve despite good connections to battery power supply, changing battery power/clips, and performing self-tests. Additional information stated the patient was successfully exchanged to their backup controller with a battery power source. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a system controller exchange on (B)(6) 2025 due to unresolved low voltage alarms. The patient was noted to have been 60 miles away from home when they began to experience low voltage alarms that were not resolved despite good connections to battery power supply, changing battery power, changing battery clips, and performing self tests. The site noted that the battery power connections were all secured with all bars lit green, and that battery power change was done one at a time with backup 14v batteries, however the issue did not resolve. The patient was advised to go to the nearest emergency department where a system controller exchange was performed with no issues. The patients battery clips were also exchanged at this time. The patient was stable after the exchange. Log files were submitted for review from the patients exchanged system controller and revealed no unusual events in the log file event history prior to the system controller exchange. Additional log files were submitted for review on the patients new system controller on (B)(6) 2025, and they did not reveal any unusual events.